Event description:
(B)(4). I noticed a strong metallic taste in my mouth first, immediately noticed urine leakage which was never an issue, severe migraine headaches at least three times a week since this product, foggy vision, confusion, inability to respond verbally with the thoughts I need to express like my thoughts are cloudy, I have sharp stabbing pains in my lower abdomen where the coils are placed on both left and right sides. I learned I have a nickel allergy which I was never tested for before the placement. I have no sex drive at all; when I did have intercourse, it was very painful, I have been gaining weight at a rapid pace. I workout and eat healthy yet gained in the past 3 months 30+pounds. I'm extremely fatigued constantly, when I walk just around the block or do chores at home, my body swells. I experience numbness and tingling in my hands, I have the worst night sweats, and I'm constantly in pain.